Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause could be due to supplier error at future matrix international. As no sample was returned it cannot be determined if the device failed specification or if there is a relationship with the reported event. As the device can be used for monitoring of pressure as well as ureteral dilation , it cannot be determined based on the event, that the device was used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as the reported event would not likely be caused by the user.

Event description:
It was reported that the folder on the dilation catheter was missing after opening the product during the procedure. As a result, the balloon couldn't be restored when the first expansion failed and a second expansion was required. It was later clarified via email on 2 june 2020 from ibc representative, that the user was referring to the refolding tool that was missing from the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the folder on the dilation catheter was missing after opening the product during the procedure. As a result, the balloon couldn't be restored when the first expansion failed and a second expansion was required. It was later clarified via email on 2 june 2020 from ibc representative, that the user was referring to the refolding tool that was missing from the package.